Event description:
It was the patient underwent an artificial urinary sphincter (aus) surgery due to unspecified reasons. No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).